Event description:
It was reported that the patient presented remote via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) transmitted a non-sustained right ventricular over-sensing (nsrvo) alert due to post paced t-wave over-sensing (pptwos). The patient asymptomatic. Programming changes were implemented and the patient was stable throughout the intervention.